Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer's blood glucose level was 243 mg/dl. Reportedly, the customer did not remove the air prior to filling the cartridge with insulin. Tandem technical support educated customer on the proper load technique. Customer loaded a new cartridge to resolve the issue.